Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 170, 108, 429 279 mg/dl.tests were done within 10 minutes wth a difference of 63%. Pt did not experience any adverse events. No further info has been reported.